Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reported, medication does not flow when priming medication used: humalog, lot: 9352152, catalog: 320550, date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-23 h6: investigation summary customer returned three (3) unused 32gx4mm bd pen needles from lot 9352152. Consumer reported, medication does not flow when priming. All 3 pen needles were examined, then tested for flow using a test pen injector: all 3 pen needles were able to attach to the pen injector and expel properly. No evidence of manufacturing defect was observed. Sine no defects were observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. See h.10.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reported, medication does not flow when priming medication used: humalog lot: 9352152 catalog: 320550 date of event: unknown.